Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: a piece broke off the anchor. Also, the anchor has been expanded. Dried up blood observed on the anchor as well. Anchor piece received, but not the suture. The probable root causes for the reported failure involving this device could be due to 1) too much tension applied to anchor, 2) poor bone quality, or 3) pilot hole preparation with incorrect instrumentation. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an implanted reelx anchor was removed because it was no longer in the calcaneus bone. The patient had post op pain, which required surgery on the patient to remove the anchor. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that an implanted reelx anchor was removed because it was no longer in the calcaneus bone. The patient had post op pain, which required surgery on the patient to remove the anchor. Although there was patient involvement, the procedure was completed successfully.